Manufacturer narrative:
A ge service rep performed an investigation. A new collimator has been ordered. It is believed that once the collimator is replaced and aligned this will address the problem. If add'l data should indicate other issues it will be reported as required.

Event description:
It was reported that the beam alignment on the 9600 system was out of tolerance. There was no report of pt injury.